Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager, registered nurse (rn) reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the rn, it was clarified that the blood leak occurred immediately at the start of the hd treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was 125 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The customer returned a dialyzer from the reported lot for evaluation. A sample was returned from the reported lot number for evaluation. During the visual examination of the sample, a delamination was observed on the cavity ID end of the dialyzer extending from approximately 310° to 45°, with the dialysate ports situated at 0°. The pu height specification was not met. No other damage or irregularities were noted on the returned sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic manager, registered nurse (rn) reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up with the rn, it was clarified that the blood leak occurred immediately at the start of the hd treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was 125 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.